Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that they were sent a new handset back in may due to it not charging and it was not working very well at all. The patient stated that every time they tried to deliver a bolus, it took 15 minutes to get connected and it then it just sat at 90 percent. The patient mentioned they were in a car accident recently so were just calling about this now. The agent asked if the issue had gotten worse over time and the patient stated, "it's been bad since I got it." The patient stated they get 14 boluses per day. The agent asked if there were any specific times when the issue got worse and the patient said, "all the time." The patient tried closing out of the app, turning off bluetooth and back on, and restarting the handset, but that did not resolve the issue. The patient was also seeing a message on the handset that the app was not responding - close or wait. The patient also tried moving the communicator to a different spot on the pump but that did not resolve the issue. A replacement handset was requested from the repair department because the patient was unable to connect to the ptm (personal therapy manager). It would lag at 90 percent and then freeze and say app is not responding. No patient harm reported.

Manufacturer narrative:
Continuation of d10: product ID hh90t01 lot# serial# (B)(6) implanted: explanted: product type mobile platform product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.